Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump required the customer to fill tubing with 50.2 units. Customer's blood glucose was 109 mg/dl. Reportedly, the cartridge was reloaded successfully to address the event and customer verified that fill tubing was able to be stopped at 10.2 units.